Manufacturer narrative:
(B)(4). Evaluation summary: during product evaluation, failure 3 (downstream occlusion detected) was discovered and confirmed in the alarm log. The specific cause of the alarm was not identified. This pump is a baxter-owned device and will not be repaired. A service history review was performed, revealing that the reported condition is not related to any previous customer service request on this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
The baxter service technician reported a flo-gard infusion pump with an occurrence of f3 in the event history of the device. A broken upper door hinge was found during device evaluation, indicating that f3 was a false occlusion alarm. There was no patient involvement. No additional information is available.